Event description:
The customer reported a loss of x-ray functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, icbt, and high voltage cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.